Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. The investigation concluded that the difficulty grasping the leaflets was a result of patient morphology/pathology. The reported patient effects of worsening mr and tissue damage are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history identified no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. Mitraclip (B)(4) is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because during grasping with the clip, the mitral valve leaflet became torn, which is considered a permanent impairment to the patient. It was reported that this mitraclip procedure was to treat mixed mitral regurgitation (mr) with a grade of 4 with challenging anatomy due to restricted posterior leaflet. The first clip delivery system (cds) was advanced without issue and the clip was deployed without issue. The second cds ((B)(4)) was advanced without issue; however, the leaflets were difficult to grasp likely due to the leaflet pathology. After approximately 5 grasps, the clip was successfully deployed without issue; however, almost immediately, a single leaflet device attachment (slda) was noted. A third cds was advanced without issue and the clip was deployed without issue, treating the slda and reducing mr to 2+. The fourth cds ((B)(4)) was advanced without issue; however, the leaflets could not be grasped after approximately 10 attempts likely due to leaflet pathology. The leaflet was then noted to be torn and mr had increased back to 4. The cds was removed without issue and the decision was made to abort the procedure at that time. The patient remained stable during the procedure and there was no clinically significant delay; however, due to the pathology of the leaflets and the difficulties encountered, no future treatment is currently planned. There was no additional information provided.